Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0nsh2, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that her system migrated and she had a revision.